Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good physical condition. The pump event history log identified a primary audible alarm background test. Pump power up was implemented and the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: performed power up process and all the functional tests passed.

Event description:
It was reported that an auxillary control unit watchdog and audible alarm occurred. No patient injury was reported.